Manufacturer narrative:
It was reported that the wheelchair "was taken out of the box to deliver, and that is when we discovered it does not open up. There is no visible evidence of damage to the chair." There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.

Event description:
It was reported that "the wheelchair was removed from the box and when we were getting the chair ready for delivery, when opening the wheelchair is when we discovered the issue with the chair," that the frame would not open.